Event description:
Healthcare professional (hcp) reports a fiber leak confirmed by hemastix in the first hour of treatment. This leak occurred in the 1st reuse of this dialyzer. The estimated blood loss was 200 cc. The treatment was continued with new disposables without incident. No pt injury or medical intervention reported.